Event description:
The customer stated that she was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 500 mg/dl. The customer felt that the hospitalization was due to the infusion sets being used at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.